Manufacturer narrative:
This is the initial report submitted regarding this surgical event and medical device.

Event description:
On (B)(6) 2017: shoulder replacement surgery was done on the left shoulder / on (B)(6) 2017: shoulder dislocation (manual reduction under anesthesia) / on (B)(6) 2017: shoulder dislocation (shoulder replacement surgery was scheduled but it was postponed due to patient's request) / on (B)(6) 2017: shoulder dislocation (no axillary nerve palsy, no pain) / on (B)(6) 2017: shoulder dislocation (shoulder replacement surgery was done and insert was replaced with a new one with the same size) / on (B)(6) 2017: dislocation (revision surgery / on (B)(6) 2017 - all implants removed).

Manufacturer narrative:
This is the final report submitted regarding this surgical event and medical device.